Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/replicated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, nothing was displayed on the evis exera iii video system center. The screen disappeared just before the end of the examination. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a e209 internal buffer error occurred due to board failure, deposits was found inside the video connector receiver and in the main body. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.